Event description:
The customer reported that this pt's atrial lead was capped on (B)(6) 2015 because it was fractured. No subsequent device or clinical adverse pt events have been reported. The lead was actively implanted for approximately 9 years, 8 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No subsequent device or clinical adverse pt events have been reported. The event will be re-evaluated if add'l info becomes available. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.